Event description:
It was reported, the gastrovideoscope had the probe peeling. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to physical stress such as dropping/hitting the object to hard, or chemical stress during cleaning/sterilization processing. However, the root cause could not be identified. The event can be prevented and detected by following the instructions for use which state: [instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260] important information - please read before use warnings and cautions: caution: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Olympus will continue to monitor field performance for this device.